Event description:
Information received from the field does not address the patient's clinical status but notes lead impedance >3k ohms and the capture threshold was 5v. A second follow-up showed that the lead impedance was still high and the capture threshold was up to 6v.